Event description:
An email was received regarding a clip for a partial additive bag alleging a disconnection during patient use. It was reported that the clip detached from the bag. The event occurred after the bag had been spiked and chemotherapy had been injected using the closed system transfer device (cstd) ports, and the bag began leaking after chemo had been added to the bag. Clips were placed onto the bags, as this was not caught before. One pharmacist was exposed to chemotherapy as it spilled onto her lap. The event did not occur while with a patient since it was caught in the pharmacy upon checking. The bags of medications for patients were remade, which caused the delay. The pharmacist created a report that was reviewed by employee health. No further action was taken as she was okay. The chemo spill was cleaned up per facility protocol. The spill kit was used, but most of the hazardous medication spilled onto her lap. There was no harm as a result of the event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.